Event description:
The customer reported that after the second seal cycle, the device jaws closed and would no longer open. The surgeon was able to remove the device from tissue which resulted in some oozing. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.